Event description:
It was reported that there was a connection issue with a homechoice cassette due to "a plastic fragment that was created and exist in the cassette path." This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak and function testing (self-test and priming) were performed, and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.